Event description:
It was reported that the intra-aortic balloon (iab) could not go through the super arrow-flex sheath. Further information has been requested.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.